Event description:
The guidewire was used in combination with a microcatheter to remove the thrombosis in middle cerebral artery (m2). After the difficulty in advancement, the system could reach to the origin of m2, microcatheter was removed and a reperfusion catheter advanced over the guidewire but the catheter could not reach to m2. Therefore the physician performed the angiography and noticed the bleeding from m2 or nearby. Coil embolization was performed immediately to stop the bleeding. Patient expired on (B)(6) because of arachnoidal bleeding.

Manufacturer narrative:
The guidewire was discarded by the facility and not returned for manufacturer's analysis. Physician commented that the relation between the guidewire and the bleeding is not identified. Lot history could not be reviewed due to no lot information provided. All lot are inspected meeting the release-test acceptance criteria, consequently the subject guidewire is considered free of defect. Warning section of IFU describes; "damage to a vessel, including possible vessel perforation" and "death" are described as ones of possible adverse events.